Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted along with total vaginal hysterectomy, prophylactic bilateral salpingo-oophorectomy, modified mccall culdoplasty, anterior and posterior colporrhaphy, and retropubic urethropexy under cystoscopic guidance. It was also reported the patient underwent a gynecological procedure on (B)(6) 2010 and mesh (posterior insertion of mesh )was implanted for vaginal repair with mesh and repair of enterocele due to hypermobile posterior urethra, posterior vaginal prolapse, pelvic organ prolapse and vaginal vault prolapse. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures including a mesh revision on (B)(6) 2011 due to vaginal mesh exposure. No additional information was provided.

Manufacturer narrative:
It was reported that the patient concurrently underwent vaginal vault suspension and rectocele repair.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.